Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a revision wherein the ipg was relocated and that the patient was doing well postoperatively.